Event description:
Pt went to or for cataract removal on right eye. The phaco machine was tested and was found to be in working order. The surgeon noticed a few small white particles. The tip was changed and the procedure was attempted again. The surgeon again noticed the white particles. The surgeon noticed that the cornea over the limbus had turned white. The phacoemulsification was discontinued. A "planned extracapsular cataract extraction" was done. The wound was then opened. The entire lens was then extracted. The deep area of the cornea remained white. The clear area of the cornea was closed with interrupted sutures of #10-0 nylon. The surgeon was unable to place the lens guide across the pupil across remainder of the cornea. The surgeon then decided to close the remainder of the cornea and the original sutures were removed leaving a 6mm opening. An anterior chamber lens was placed without difficulty. The wound was closed with interrupted sutures of #10-0 nylon. The wound was thought to be airtight. The conjunctiva was closed with light cautery and sterile antibiotic ointment was placed in the cul-de-sac and covered with an eye-patch shield. Operative report: this procedure began in a normal fashion with a routine prep. A 4 cc injection of xylocaine with adrenaline was added. No wydase was available. 2 cc per bulbar in the upper nasal quadrants. Light pressure was placed upon the eye for five minutes. Anesthesia without wydase was inadequate and an additional 1.5 cc was injected per bulbarly. Another three minutes of light presure was placed. A traction suture was placed in the upper lid of #4-0 black silk. Traction sutures of #6-0 black silk was placed in the superior/inferior rectus muscle tendon and then fixed with hemostats. A small peritomy was made in the conjunctiva securely. Light cautery was used to control two small bleeding points. A 3.0 mm keratome was used to enter the anterior chamber starting 3 mm posterior to the limbus. An anterior capsulotomy was performed. An anterior opening in the capsule making a horseshoe tear. Using capsule forceps a circular capsulorrhexis was performed. Balance salt solution was used to loosen the nucleus in a routine manner. At this point the phaco machine was tested and thought to be normal, however, the surgeon passed the instrument for it's first stroke across the nucleus and a few small particles of white were noted. A second stroke was made and the particles remained about the same. After three strokes the surgeon noted that the cornea over the instrument at the limbus had turned white. The phacoemulsification was discontinued. A decision was then made since observation was less than perfect and the phaco machine obviously was inadequate a planned extracapsular cataract extraction was designed. Corneal scleral scissors were used to open the wound. In fact, the entire lens was still in one piece and this was extracted, however, in a routine technique with the lens loop on the sclera and muscle hook in the cornea just inside the limbus. The nucleus presented, however, the vitreous presented as well. A vitrectomy was performed with a vitrectomy machine until the anterior chamber became deep and filled with an air bubble. An anterior chamber lens was then obtained. The area of cornea remained white. The clear area of the cornea was closed with interrupted sutures of #10-0 nylon. However, surgeon could not place the lens glide across the pupil through the remainder of the cornea. Surgeon then decided to close the remainder of the cornea near the area of the white cornea and the original sutures were removed. Approx a 6 mm opening was therefore present. Miochol was instilled into the eye to instill a smaller pupil. The lens glide was placed and an anterior chamber lens was placed without difficulty. The lens glide was removed. A small iridotomy was performed near the superior loop of the lens. The wound was then closed with interrupted sutures of #10-0 nylon. Four of the sutures were thought to be less than ideal and were re-placed individually. The wound was then thought to be air tight. The conjunctiva was closed with light cautery and sterile antibiotic ointment was placed into the eye in the cul-de sac and covered with an eye shield. The pt was returned to the recovery room. Surgeon feels that this pt had a corneal burn from perhaps inadequate irrigation of the phaco machine during this procedure. This was reported to the nursing desk in the operating room.